Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the s-ICD was reprogrammed to the primary vector. Since this programming change was made, this patient has not received any further inappropriate shocks. The s-ICD system remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); an investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the hospital after receiving multiple shocks. Interrogation of the s-ICD revealed that the therapy was inappropriate due to t-wave oversensing and this patient has received 26 shocks since implant. This patient was implanted with a biologic tricuspid valve three months previously. Therapy was switched off and the physician is considering changing the sensing vector from secondary to primary. No additional adverse patient effects were reported. The field representative submitted data to boston scientific technical services (ts) to determine if the new software available in recent generation of the s-ICD would have prevented this type of oversensing. Engineering review confirmed that the oversensing would have been avoided with the new software. This was to be communicated with the physician.